Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they received an unexpected restart alarm. The customer¿s blood glucose level at the time of the incident was 490 mg/dl. The high blood glucose was treated with a bolus of 9.7 units. Troubleshooting was performed. The customer stated the insulin pump was not stored or not in use for an extended period of time. The alarm occurred with a new battery. The alarm did not occur shortly after inserting the new battery. The alarm was recurring during normal insulin pump use. The device will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm after changed battery noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.